Manufacturer narrative:
A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D1) exact brand name is unknown; however, this for a lld device. D4/h4) the lot number was not provided, thus the following information is not available: unique ID, expiration date, and manufacture date. G4) the model/catalog number was not provided, thus the 510k number is not available. H3) the lld was discarded, thus no returned product investigation was performed. H6) pericardial effusion is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead for an unknown indication. A spectranetics lld lead locking device (lld) was inserted in the lead to provide traction. Beginning with a spectranetics 14f glidelight sheath, progress was made; however, a small pericardial effusion was detected. Rescue efforts began, including subxiphoid window and pericardiocentesis. There was no perforation or blood in the chest, only a slightly yellow fluid; therefore, the extraction continued with a spectranetics 13f tightrail rotating dilator sheath. The lead was removed, and the patient survived the procedure. This report captures the lld providing traction when the pericardial effusion occurred, requiring intervention. There was no alleged malfunction of the lld device in use during the procedure.